Event description:
It was reported that an alarm occurred on the pump during use. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer in attempting to reload a new cartridge; however, the alarm recurred, prompting a decision to replace the pump. The customer reverted to using multiple daily injections as a backup therapy.